Event description:
During testing after service for preventive maintenance, the manufacturer's service technician reported finding an overheated component on the device power management pcb board. The service technician replaced the power management board to address the finding. Final applicable testing was completed and tests passed to operating specifications. The board was returned to the manufacturing facility for analysis. Analysis of the power management pcb board revealed a diode failure that may result in the unit shutting down and alarming during normal ventilation mode operation.